Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke when sewing. Breakage suture. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name: wound closure. Please provide product code: unk. Please provide lot number: unk. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail unobtainable. How was procedure successfully completed?changed another one to sew.